Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: 07/06/2016 phone call, 07/07/2016 phone call, and 07/08/2016 phone call. A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The expiratory flow sensor was replaced.

Event description:
The hospital reported that, during a case, the unit had a ventilator failure. The clinician reportedly switched to manual mode to maintain ventilation. There was no reported patient injury.